Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Moisture in the flow sensor was removed to resolve the reported issue.

Event description:
The hospital reported a flow sensor malfunction with the diaphragm stuck to the top of the sensor housing. There was no report of patient involvement.